Event description:
It was reported that following a preplacement angiogram, an 8f angio-seal device was deployed. Thirty mins later the pt complained of vague leg pain and the distal pulses were diminished and were doppled. The physician unsuccessfully attempted an angioplasty of the femoral artery. An attempt was made to aspirate through an 8f catheter which was unsuccessful. The physician then tried to snare the angio-seal device, but this was also unsuccessful. The pt was taken to surgery and another physician successfully removed the angio-seal device. After removal of the angio-seal device, an arteriogram was then performed revealing a two-vessel runoff at the foot with distal arterial spasm; good flow was restored. A drain was placed along side the femoral artery. The pt continues to experience pain in the leg.